Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric, mildly calcified and 90% stenosed distal circumflex artery. The patient was admitted with an acute myocardial infarction (ami). After a non-abbott guide wire crossed the lesion, intravascular ultrasound (ivus) was performed. A 2.5 x 18 mm multi-link 8 was advanced to the lesion and inflated to 6 atmospheres when the balloon ruptured and a dissection occurred. The 2.5 x 18 mm multi-link 8 did not cover the entire lesion so a 2.5 x 12 mm multi-link 8 was implanted to cover the rest of the lesion, treat the dissection and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, xtr. Guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Dissection is listed in the multi-link 8 instruction for use (IFU) as a potential adverse event associated with the use of the device. Based on the information reviewed, there is no indication of a product deficiency.